Event description:
Concomitant device reported: conf mallet with needle holder (part# 283906300, lot# 278706, quantity 1). Confidence biopsy ndle, 15g 9" (part# 283901915, lot# 279035, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the DHR of product code: 283910000 lot : 280040 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: may 12,2020 qty: (B)(4). Visual inspection: confidence spinal cmt sys, 11c (part. No: 283910000, lot. No: 280040, qty: 1) was returned and received at us customer quality (cq). The whole kit was not returned at cq. Cement reservoir and mixer were not received at cq. Upon visual inspection, it was observed that the cement was hardened inside the injector body. No damage was observed on the returned syringe/pump. The gasket inside the injector body had been pushed forward to push cement out, however there was no water inside the injector body between the gasket and cap. Functional testing: the functional test was failed to perform on the returned device as no liquid was left inside the pump. Can the complaint be replicated with the returned devices? Unable to perform. No dimensional inspection can be performed at cq due to the design of the device. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the functional test was unable to be performed and no damage was observed on the syringe/pump. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the syringe was leaking and could not be used normally. This report is for one (1) confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for (B)(4).